Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, it was presumed that the connecting tube was unable to be connected because the connector was hit by something hard, or loosened and damaged. It is likely that the user applied stress to the connector toward the loosening direction, and the stress accumulated, which resulted in the loosened connector. However, the root cause of the events could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the endoscope reprocessor has a broken basin connector. During the device evaluation, the damage of the connector in the basin by the aged deterioration was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The olympus field service engineer (fse) was dispatched to the customer site and performed the following: replaced broken connector; equipment was repaired and verified; software attributes have been verified and confirmed; and, equipment passed the electrical safety test. Calibrations were performed for the following tools: manometer, wrenches (3), safety analyzer, power output meter, and power sensor. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. H3 other text : device repaired at customer site.